Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication that required conversion to an open surgical procedure is most likely due to patient¿s anatomical adhesions as stated by the surgeon. There is no allegation that a malfunction of an isi system, instrument, or accessory occurred. No products were returned to isi for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. There are no system logs available for the reported procedure date of (B)(6) 2021 as the system was never docked and never used. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: it was alleged that the patient experienced bleeding prior to docking the da vinci system and after port placement. The bleeding occurred during the process of detaching severe adhesions. The surgeon explained that it would have been too difficult to control the bleeding and identify bleeding point as the adhesions had infiltrated the small intestine and peritoneum. As a result, the surgeon elected to convert to an open surgical procedure in order to control the bleeding. It is unknown how much blood was lost or what medical intervention was performed to control the bleeding. There is no allegation that a malfunction of an isi system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted lower anterior resection surgical procedure, that after the port was placed, the adhesions in the peritoneal cavity were severely adherent and the adhesions were detached by "lapallo manipulation." However, the small intestine and peritoneum were infiltrated and the patient experienced bleeding which was difficult to control. As a result, the surgeon converted to laparotomy. The patient's current status is unknown. The intuitive surgical, inc. (Isi) clinical sales representative (csr) obtained the following additional information regarding the reported event: the ports were placed and the da vinci system was not docked. During adhesion removal with an unspecified laparoscopic instrument, the patient experienced slight bleeding. The surgeon thought it would be difficult to control the bleeding and identify bleeding point as the adhesions had infiltrated in the small intestine and peritoneum. As a result, the surgeon converted the procedure. It was indicated that da vinci and third-party cannulas were used for the trocar insertion; however, it was confirmed that there was no relationship between these instruments and the reported incident. It was confirmed that the bleeding occurred before docking the da vinci system and after creation of ports. It was confirmed there was no malfunction of the da vinci system or instruments, as the system was not docked and never used.